Manufacturer narrative:
The complaint device is not available for a physical evaluation and additional information provided indicates that the patient was treated and recovered from the reaction. It is unknown/ cannot be determined if this incident occurred due to the implanted anchor. A batch record review has been conducted and the results indicate that this batch of product was processed with two unrelated incidents with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Arcr had taken place on (B)(6) 2016 to repair damaged supraspinatus muscle by using the reported devices. Although the patient left the hospital on (B)(6), he/she broke out in hives on (B)(6) and came to the hospital the next day. He/she was under observation with drip infusion, but the symptom was not improved. Therefore he/she was hospitalized on (B)(6). The sales rep reported that no symptom was found when he visited the hospital next day. The surgeon requested us to investigate whether there is a possibility of allergic reaction in the process of absorption of the product. Additional info on 5-24-2016: rcr took place on (B)(6) 2016, patient left the hospital on (B)(6) 2016 ( why was the patient in the hospital for a month)?unknown. Broke out in hives on (B)(6) went to the hospital on (B)(6) was under observation with drip infusion with no improvements. Patient was hospitalized on (B)(6). What happened between the (B)(6) ?the patient condition didn't change during the time of (B)(6), observation. (B)(6) the sales rep visited the hospital and reported no symptoms were found. Do you mean the hives were gone?yes. Does the patient have any know allergies? Unknown. Are there plans to remove the anchor?unknown. What is the current condition of the patient?unknown.